Event description:
It was reported that a revision surgery was performed due to metallosis and pseudotumor.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to metallosis and pseudotumor. During the revision the bhr head and bhr cup was removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, a hypertrophic synovitis consistent with pseudotumor, that included the greater trochanter and eroded into the pelvis leaving large cavities/defects. There was a large cyst at the acetabulum. There were no signs of infection. A histopathological analysis and x-rays were not provided to better understand the nature of the intraoperative findings and the implant position/fixation. Therefore, no potential reasons for reported findings or contributing factors could not be identified or excluded. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.